Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified proximal left circumflex (lcx) artery. The maverick 15 x 1.50mm balloon was advanced to the lesion and inflated two times. The balloon ruptured at 12atms. The inflation duration is unk. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were reviewed to confirm that this batch met all material, assembly and performance specifications. The most probable root cause is determined to be operational context.